Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. The device showed no signs of clinical usage and no evidence of blood. A visual inspection was conducted. No defects were observed. A piece of tape was affixed to one end of the cord. The device was evaluated for connector function. The cable was able to provide a secure connection that connected and disconnected without incident. An electrical evaluation was performed. A pre-cautery test was performed per the instruction for use (IFU) with a reference hemopro 2, reference adapter cable and reference power supply (B)(4) at level 3.0. The device failed the pre-cautery test; it failed to work. Based upon the evaluation results, the reported complaint was confirmed.

Event description:
Hemopro evh extension cord did not work during pre-test. . The hospital reported that during preparation for an endoscopic vein harvesting procedure, the hemopro evh extension cord did not work. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(4).

Event description:
Hemopro evh extension cord did not work during pre-test. The hospital reported that during preparation for an endoscopic vein harvesting procedure, the hemopro evh extension cord did not work. A replacement device was used to complete the procedure. The hospital did not report any patient effects.